Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was 147 mg/dl. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy.